Event description:
On july 29, 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging the meter would not turn on, with a onetouch ultra vue meter. The complaint was classified based on customer service representative (csr) documentation, and further follow up questions medical surveillance specialist sent to csr. The patient reported that the alleged issue began around 11 am on (B)(6) 2019. It was reported that the patient manages her diabetes using lantus insulin, once a day at 13.00 (self-adjuster), and that she made no changes to her normal diabetes management regimen. The patient alleged that about 6 hours after the issue began, she developed symptoms of "hypoglycemia, which included heart was pounding and running with sweat". In response to the alleged symptoms the patient reported that she ate a candy and drank sweet juice. During troubleshooting the csr noted this was not the first time the product was being used and there was no evidence of misuse of the product. Csr noted expired test strips were being used with the meter. Based on the evidence provided the batteries needed replaced. When new batteries were inserted the meter powered on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.